Manufacturer narrative:
The device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a longitudinal tear to the guidewire lumen and inflation lumen 23.6cm from the tip to the exit notch. There is blood in the hub, inflation lumen, guidewire lumen, and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear to the inflation lumen and guidewire lumen.

Event description:
It was reported that balloon tear occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was torn. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon tear occurred. The 80% stenosed target lesion was located in the mid left anterior descending artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon was torn. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.